Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d8. H11 corrected data: h5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a percutaneous pedicle screw fixation (pps) surgery. During the surgery, while he viper prime screw was being inserted halfway through, it became loose. The surgeon detached the screw and tried to hold it with a screwdriver, but he was not able to connect them. The procedure was delayed less than 30 minutes. Patient status is stable. The procedure was successfully completed. Concomitant device reported: unknown viper prime inserter (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) unknown screwdrivers. This is report 2 of 2 for (B)(4).